Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Missing injection foot noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Multiple boluses were selected and dispensed. Inaccurate boluses were recorded to commercial app. In addition, unable to perform wireless functionality including displacement dose accuracy test and leadscrew reset torque test due to missing injection foot. In conclusion: unable to confirmed leadscrew anomaly due to missing injection foot. Missing injection foot can affect insulin delivery. Inaccurate doses recorded were cause by dial misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly, dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed. Customer reported inpen screw movement issue. Identified inpen screw pulled back into the inpen while dialing and customer did not touch/twist injection/dose button or customer changed cartridge but was not successful in priming inpen. Inpen replacement required. During a test, 5 unit doses were not accurately recorded. No harm requiring medical intervention was reported. Mmt-105elpkna was requested and the device was returned.